Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refn2101 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "when advancing the device after placing it in the patient, the safety cover did not cover the tip of the needle." No other information was provided.